Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The distal coupler was displaced. The catheter was inserted and withdrawn from a stock 8.5f sheath with no resistance or anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced distal coupler and withdrawal issue remains unknown.

Event description:
During a pulmonary vein isolation procedure, the advisor catheter got stuck at the distal end of the sheath. In order to release the catheter, some force was needed to separate the two. When the catheter was removed, it was noted that the ring holding the two parts of the grid together at the outer tip were lodged to one side. The catheter was replaced and the procedure was completed with no adverse patient consequences.